Event description:
It was reported that the patient was unable to adjust his stimulation. The programmer displayed the "call your doctor" icon and a power on reset (por) condition. The patient also had surgery on the day of the report on his device, but it was not clarified why. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v365060, implanted: 2012 (B)(6), product type lead product ID, 3095-10 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).